Event description:
It was reported that bd insyte autog bc leaked. The following information was provided by the initial reporter: ¿leaking from catheter after being inserted in patient.¿ 9sep. 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. 08-07-2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm, but could have had a negative outcome in a blood exposure to an employee.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed and the cause appeared to be manufacturing related. One 22g insyte autoguard IV catheter and extension set were provided for investigation. When the IV catheter was pressurized with air and submerged in water, a bubble of air slowly formed at the interface between the male luer of the extension set and the female luer of the blue catheter adapter. A microscopic examination of the adapter revealed an area of deformation along the inner edge at the opening of the catheter adapter. Material had been pushed inside the luer taper. The extra material likely prevented a complete seal between the extension set and catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.